Event description:
Complainant alleged that while attempting to defibrillate a patient who had coded (age & gender unknown) the device inappropriately shut down. The user replaced the battery in the device with a fresh battery and continued treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.